Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model. Evaluation summary (B)(4) ceramic cap - leakage-unspecified

Event description:
It was reported that the device was replaced as it had reached elective replacement indicator (eri) the device was analyzed by the manufacturer and it tested out of specification. No patient complications were reported as a result of this event.